Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Visual evaluation of the returned product identified the following: damage to sterile blister and pouch with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. As part of a previous project, the sterile packaging configuration is moving to a double blister configuration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the circulated items in the warehouse identified the sterile package was damaged. No patients were involved. No further event information available at the time of this report.